Event description:
Customer reportedly received the following results on the aviva system within 10 minutes on several occasions: hi (greater than 33.3 mmol/l) and around 7-8-9 mmol/l. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).